Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a breast reconstruction primary with mentor cpx4 with suture tabs, med height, smooth tissue expander has experienced postoperative right-sided deflation of tissue expander. The surgeon reported that tissue expander was initially placed at 350cc, and upon the first attempt at tissue expansion, the fluid leaked out of the expander. As a result, the patient underwent explantation and replacement with unspecified mentor tissue expander on (B)(6) 2020. The patient was hospitalized for two nights, and per surgeon¿s report, patient has no residual effects.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacture date was updated. Device evaluation summary: according to the information received, the patient experienced a deflation on the tissue expander. During visual evaluation of the device, a tear was observed at the union between shell and suture tab at the 6 o¿clock position. Microscopic examination was performed and the cause of the rupture could not be identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).